Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr surgery, one (1) r3 depth gauge snapped in half. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Event description:
It was reported that, during a thr surgery, one (1) r3 depth gauge snapped in half. It happened within the patient, and all the pieces were removed using a rongeur and a kocher. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
New information provided by reporter. Section b5 was updated. Internal complaint reference: (B)(4).